Event description:
The customer reported an iris and stator not on error during a case. No patient injury was reported.

Manufacturer narrative:
The ge service rep was unable to reproduce the errors. He went through the stator circuit and re-seated boards and connections. No problem found. He replaced the iris potentiometer and tested. The system is operating without errors at this time.